Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure using vasoview hemopro 2 (w/vasoshield), they clarified that it was a detached heating wire that occurred. They resumed the procedure with the same device without any problem or harm for the patient. Power source setting at 3. No delays of the procedure.

Manufacturer narrative:
Trackwise (B)(4). Corrected section - h6 medical device ¿ problem code. The device was not returned to maquet cardiac surgery for investigation; however, a video was provided by the account. A video evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects observed in the video. Based on the non-return of the device as well as the video evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000439922 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.